Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing on presenting rhythmiq episodes. Technical services (ts) assessed the episodes and determined that the undersensing caused atrial pacing when not needed and that the atrial undersensing could influence detection enhancements. Ts also noted the right atrial automatic gain control was low, being measured at 0.15 millivolts, and the pacing was covering up ventricular activity. As a result, the device may think there is a block when actual ventricular events were blanking. No adverse patient effects were reported. This ICD remains in service. Additional information was received that device interrogation was completed at a follow-up, where the physician changed the device mode to vvi. No adverse patient effects were reported. This ICD remains in service.